Event description:
It was reported that the right ventricular (rv) lead connected to this pacemaker has triggered alerts for high out of range pace impedances. The first alert occurred in june and the impedance was greater than 3000 ohms. All other lead measurements were reportedly steady. Technical services noted that this may be a spring contact issue. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.

Manufacturer narrative:
This product has not been returned to boston scientific. Thus, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the right ventricular (rv) lead connected to this pacemaker has triggered alerts for high out of range pace impedances. The first alert occurred in (B)(6) and the impedance was greater than 3000 ohms. All other lead measurements were reportedly steady. Technical services noted that this may be a spring contact issue. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.